Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information regarding important patient details was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2020 and the pump was not checked after the MRI. The physician stated he was not aware that the patient was having an MRI that day so that was the reason. The logs showed a stall on (B)(6) 2020 and also a pump period may exceed tube set message 48 hours later. The patient did not hear pump alarm and did not have symptom change. The logs revealed a motor stall recovery today ((B)(6) 2020) at refill. The expected volume was aspirated. At the time of the report it was reviewed that this was considered telemetry mode and pump dispenses as usual which explains all of this. The issue was resolved and understood by clinician. No troubleshooting was performed or needed as the logs revealed recovery and there were no symptoms. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.